Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved attaching a cassette and the pump ran with no issues. The reported error "no disposable" alarm was not duplicated. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
(B)(6). The medwatch form was submitted by (B)(6) with patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump  had been alarming and infusion had to be restarted greater than 12 times. The patient was advised to use a backup pump . The patient reported that she experienced more flushing during restarts and no other information was known. The issue occurred while in use with a patient, no medical intervention was required and the infusion was life sustaining. There was no reported adverse event.